Event description:
Alleged a pt fell and was injured after exiting the bed. She stated the ppm failed to set.

Manufacturer narrative:
The nurse manager stated: the nurse did not set the bed exit prior to the alleged incident. The nurse manager stated, the nurses are not familiar with setting the bed exit/ppm. The facility would not release further info other than the pt was over (B) (6) and was on medication. The pt had a bloody nose and a bump on the head after the alleged fall. The technician found the bed-exit and out-of-bed function worked on the bed but the pt positioning did not alarm after setting. The technician will replaced the head tape switch to repair the ppm.